Event description:
On (B)(6) 2014 a (B)(6) year old patient had a left total knee replacement without complications. During the surgical procedure two hemovac drains were placed. The patient's drains were removed by a healthcare professional on post op day 1 ((B)(6) 2014) without complication. Patient had a routine follow up appointment with their surgeon on (B)(6) 2014; at this time x-ray images were performed and it ws noted the patient had a retained piece of drain tubing behind her left knee cap, measuring approximately 2 to 2 1/2cm in length. The patient's immediate post-operative x-ray images were again reviewed and no retained objects were identified. It was determined that the drain broke during removal and was retained. Patient will require surgical procedure to remove the drain piece.